Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. No device malfunction suspected. The patient was doing well post-operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was showing high impedance. It was reported that one lead was nonfunctioning following a fall. The patient will undergo revision procedure wherein the lead will be replaced.

Manufacturer narrative:
(B)(4). 2016 additional suspect medical device component involved in the event: model#: sc-2316-50 serial/lot#: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient's lead was showing high impedance. It was reported that one lead was nonfunctioning following a fall. The patient will undergo revision procedure wherein the lead will be replaced.

Event description:
A report was received that the patient's lead was showing high impedance. It was reported that one lead was nonfunctioning following a fall. The patient will undergo revision procedure wherein the lead will be replaced.